Manufacturer narrative:
Approximate age of device - 1 year and 2 months

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was not feeling well, and that alarms were observed prior to arrival to the hospital. There was a slight increase in lactate dehydrogenase (ldh) to 523 u/l from 480 u/l. System controller history interrogation showed multiple pump stoppages. An echocardiogram was unremarkable. Technical services reviewed the submitted log files and confirmed pump stoppages on (B)(6) 2018. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed without issues. No additional information was provided.

Manufacturer narrative:
Date received by manufacturer. The report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 6 days of data, spanning from 23apr2018 23:02 to 29apr2018 15:01, which captured low-speed events and 16 pump stops while the patient was supported by the patient cable and mpu. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2018 on (B)(4). Approximately 19¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Multiple requests for additional information were sent to the customer. The relevant sections of the device history records (documents 169971, 176687, 177534 179302, and 179803) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file for this event.